Manufacturer narrative:
The device used during the reported event is not available for evaluation. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report from a user facility in (B)(4) stated that during a procedure the vitrectomy cutter didn´t cut and it required to be replaced. There was no report of impact or injury to the patient.